Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 275 mg/dl at the time of the incident, on next day 386 mg/dl and then 445 mg/dl. Patient's current blood glucose: 518 mg/dl. Customer treated for high blood glucose with pump. Customer reports they feel okay to troubleshoot. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.